Event description:
Syringe pump infusing epinephrine at 0.02mcg/kg/min (0.35ml/hr), with syringe initiated at 2215. At 1730 the following day, syringe pump stopped infusing with channel error message, and pump shut down. Nothing was being done to the pumps at the time.did not occur during programming, stopped infusing without warning-nurse at bedside but not actively touching the pump.this facility has had more than one similar event with this manufacturer's device within the last week.